Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for evaluation. The coil wire of the returned guide wire was elongated for approximately 10-20 mm distal to the mid solder originally located at 45 mm from the tip. At approximately 28 mm distal to the mid solder, the elongated coil wire was fractured. The fractured core wire was out of the elongated coil wire for approximately 6 mm long. The exposed core wire was curved. Observation by scanning electron microscope found that the core wire had a chevron fracture surface. The coil wire had an oblique fracture surface. Both fracture surfaces were smooth that inferred both wires were intentionally cut off by a cutting tool like a nipper. The separated tip segment was not returned for evaluation. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the tip of the guide wire was bent by pushing stress applied during wire delivery. The deformed guide wire would interfere with the metal catheter tip, and therefore, coils became unraveled. The guide wire was likely cut during removal from the catheter after both devices were taken out of the patient. Because the separated tip segment was not returned, potentiality could not be completely ruled out that it might be left in the patient. Instructions for use (IFU) states: [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that coils of an asahi guide wire unraveled during a percutaneous peripheral intervention to treat a severely calcified, chronic total occlusion in the left superficial femoral artery. After successful lesion crossing using other asahi devices, the physician attempted to exchange to the subject guide wire. During wire delivery, the tip of the guide wire formed a kink and coils became unraveled as the coil wire got caught by the edge of a concomitant metal-tip catheter. A new guide wire was replaced to resume the procedure. The plain old balloon angioplasty was performed and the blood flow was successfully reestablished. There were no adverse patient effects associated with unraveling of the coils.